Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left handle, left/right iui, top disk holder, latch module, flange gripper, and wiper seal. A review of the device history record for sn (B)(4) was performed from the date of manufacture 09/21/2015 to the present date 10/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. No patient involvement was noted.